Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 9.6 cm abdominal aortic aneurysm in 1999. The pt has a history of herniorrhaphy, left total knee replacement, carcinoma of the right maxilla and hard palate with maxillectomy and radiation therapy, tobacco use, mild chronic obstructive plumonary disease, coronary artery disease, depression, mild anxiety, and mild hearing loss. The aortic neck was reported to be highly angulated; therefore, an aortic cuff was implanted with the bifurcated stent graft. During follow-ups performed later in 1999 and 2000, it was reported that there was no evidence of endoleak. The aneurysm diameter had decreased to 9.5 cm. A computerized tomography (CT) scan performed later in 2000 demonstrated a large endoleak and an aneurysm diameter of 9.8 cm. Angiography performed a week later indicated that the type iii endoleak occurred at the junction between the aortic cuff and the main body of the stent graft. No evidence of endoleak was reported at the distal iliac graft junctions. On the day of the event in 2001, the pt underwent implantation of a custom 28 mm diameter x 5.5 cm length aneurx stent graft to seal the leak. The procedure was reported to be uncomplicated, and there was no further endoleak at the end of the procedure. It was reported that the pt tolerated the procedure well with no intraoperative complications. An aortic duplex revealed no evidence of endoleak. The pt was discharged home one day postoperatively. In a letter dated in november 2001, the physician states that the aneurysm developed another type iii endoleak. It was reported that the aneurysm was 10 cm in diameter and was at risk for rupture. Five days later, it was reported that an aneurx aorto-uni-iliac stent graft was implanted under emergency use and a femoral-femoral bypass was performed. It was reported that the pt died in 2002 of aspiration pneumonia.